Manufacturer narrative:
A boston scientific technical services (ts) consultant gave troubleshooting suggestions. At this time, the available information suggests the product remains in service. This report will be updated once additional information becomes available.

Event description:
Additional information was received that this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field allegations of fluctuating high pace impedances.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this right ventricular (rv) lead had a pacing impedance measurement greater than 2000 ohm. Review of impedance history noted previous measurements out of range. It was also reported that difficulties were encountered measuring the pacing threshold. No adverse patient effects were reported.